Manufacturer narrative:
The reported event involving a pump module(s) ¿it was reported during a site visit that the alaris pump located on the cardiac care unit alarmed occlusion.¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported during a site visit that the alaris pump located on the cardiac care unit alarmed occlusion. No occlusion could be identified and the device was sent to biomed. The clinician could not recall the event date.